Manufacturer narrative:
Citation: wendt et al. Conventional aortic valve replacement or transcatheter aortic valve implantation in patients with previous ca rdiac surgery. Journal of cardiology 66 (2015) 292¿297. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding high-risk patients with previous cardiac surgery and new symptomatic aortic stenosis undergoing either transcatheter aortic valve replacement (tavr) or surgical reoperation. All data were collected from a single center between 2007 and 2014. The study population included 378 patients (predominantly male; mean age 79 years), 142 of which were implanted with one of two valves, one of those valves being a medtronic corevalve (serial numbers not included). The article focused on the propensity matched groups in which 62 patients were treated via tavr, however the number of patients who received a medtronic product was unspecified. Among all patients 9 deaths occurred by 30 day follow-up and one death by one year follow-up. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: bleeding events (5 major, 2 life-threatening), 11 permanent pacemaker implant, and 7 renal failures requiring dialysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to the number of all-cause deaths in the narrative.

Event description:
Medtronic received information via literature regarding high-risk patients with previous cardiac surgery and new symptomatic aortic stenosis undergoing either transcatheter aortic valve replacement (tavr) or surgical reoperation. All data were collected from a single center between 2007 and 2014. The study population included 378 patients; 142 patients (predominantly male; mean age 78.7 years) were implanted with one of two valves, one of those valves being a medtronic corevalve (serial numbers not included). The article focused on the propensity matched groups in which 62 patients were treated via tavr, however the number of patients who received a medtronic product was unspecified. Among all patients 14 all-cause deaths occurred by one year follow-up. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: bleeding events (5 major, 2 life-threatening), 11 permanent pacemaker implant, and 7 renal failures requiring dialysis. No additional adverse patient effects were reported.